Event description:
Full revision of the lead and generator occurred on (B)(6) 2015. The explanted devices were discarded by the hospital.

Event description:
It was reported that high lead impedance was discovered on systems diagnostics. The device was disabled and the patient has been referred for full revision. The patient reported an increase in seizures over the weeks prior to the clinic visit where the high impedance was observed. No known surgery has occurred to-date. Additional relevant information has not been received to-date.